Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed .baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a home choice (hc) during use. The baxter technical service representative (tsr) explained the alarm. The hp stated that she was connected at the time of the alarm. The tsr advised her to notify her nurse. Product surveillance contacted the hp on (B)(4) 2011; the hp stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, and did inform her nurse of the alarm. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products.